Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to receiving a shock. Upon device interrogation, a charge timeout fault code was observed and the device declared end of life (eol). It was reported the device had declared elective replacement indicator (eri) approximately (B)(6) prior and the patient was lost to follow-up since that time. It was also reported that the local area sales representative could review one episode, but could not review all episodes from the same day. The patient was admitted for a device change out. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. This report will be updated should additional information become available.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A visual inspection of the device header and case noted no anomalies. Review of device memory confirmed the device experienced two charge timeouts prior to delivery of a 31 joule shock. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.